Event description:
It was reported that guide wire break occurred. The lesion was located in an unspecified vessel in the kidney. A 150cm, 12cm v-18¿ control wire¿ guide wire was selected. The guide wire has not yet entered the patient's body when it was noted that the wire had split into two. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch batch. The visual inspection was performed and the device presents distal end bent and peeled exposing the corewire. All the outer diameter (ods) and guidewire overall length taken were within its specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire break occurred. The lesion was located in an unspecified vessel in the kidney. A 150cm, 12cm v-18¿ control wire¿ guide wire was selected. The guide wire has not yet entered the patient's body when it was noted that the wire had split into two. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.